Event description:
It was reported that following a procedure to treat atrial fibrillation where the patient was exposed to radiofrequency ablation, an anomaly was observed on the pacemaker where the elective replacement indicator (ER) appeared to have been reached, and premature battery depletion was suspected. The physician opted to observe the pacemaker for some time. The patient insisted on going to his hometown and was to be re-examined upon his return. The patient was stable.